Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Aspiration pneumonitis is a postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Aspiration pneumonitis, a lung inflammation, is caused by inhaling substances other than air, is primarily triggered by inhaling irritants like gastric contents or toxic substances. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. As the complaint indicates, a postoperative complication of aspiration pneumonitis developed following the patient coughing and vomiting postoperatively, requiring medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown biomet biolox 28mm ceramic inner headitem# unknown lot# unknown. M2a-38 cup non flared sz 52mm item# 15-106052 lot# 950230. Mlry-hd por fmrl 11x160mm item# 11-104111 lot# 502860. Biomet vivacet-e cross linked pe dm head 38mm od, 28 mm ID item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from legal that a patient had a right hip revision due to recurrent atraumatic dislocations and metallosis. Subsequently, the patient experienced another dislocation requiring closed reduction approximately 5 months later. During the procedure, the patient coughed and vomited and experienced postop nausea and vomiting. A chest x-ray was ordered and did not show any concerns. During a follow up appointment 4 days later, the surgeon stated that the patient had a small aspiration event during her hospitalization and suffered from aspiration pneumonitis as a result. She was prescribed oral antibiotics with no further complications. Diligence is completed and no further information on the reported event has been provided.